Manufacturer narrative:
The external visual inspection revealed a damaged epoxy header, braze region, and ceramic case, as well as slices on the electrode region and exposed electrode wires. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. This is due to the gross leak which was induced during revision surgery. The manual capacitor leakage test revealed unstable readings due to flooded components. This device was explanted for medical reasons. However, this device had a gross leak failure which was believed to have been induced during explant surgery. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.